Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted due to noise on the right ventricular lead. The physician suspects an insulation defect. A lead revision is anticipated. The patient was in stable condition.